Event description:
It was reported that the device displayed error code- 45986 as soon as pump turns on. There was no reported patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Manufacturer narrative:
D3 - mfg establishment name- corrected. D9: 7/18/2025. The suspected device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected. A functional test was performed and the reported issue was not duplicated, however confirmed with the event history log. The cause of the reported issue was unknown. As a result, the main board, downstream occlusion sensor, and latch lock were replaced as preventive. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.